Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inter-operatively while surgeon was using bio-rsa shoulder lateralization set, the surgeon complained that the shoulder lateralization graft shape reamer was blunt and was having trouble cutting into the humeral head. With perseverance the surgeon was able to reach the depth he required to make the graft. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). This is a special request instrument which is only sold in australia. The product code is apau0204, lot number is enz250119. The MDR is being submitted because the product is similar to a device marketed in the us.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this complaint was not received for examination. The photo investigation found rounding of edges and slight deformation, along with overall marks of usage and wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.